Event description:
The user facility reported that after a stem cell injection (part of the aastrom ixcell dcm clinical study) a femoral artery occlusion was noticed by the lack of pulse in the lower extremities. Follow up communication with the user facility confirmed: (1) an 8fr. X 25cm pinnacle sheath was used in the procedure (2) the occlusion was confirmed in the or; (3) an endarterectomy was performed on the patient; (4) the original procedure was completed; and (5) patient was reported to be in the ICU and in stable condition.

Manufacturer narrative:
The involved sample has not been made available for evaluation and the involved product code and lot number is not known. Therefore, the failure investigation was limited to the assessment of information provided by the user facility. The production lot number and product code was not provided by the user facility, which prevented review of applicable production or complaint records. All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up.